Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: the review of the black box data showed a call service 064-0008 alarm occurrence. However, during the actual testing, the pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, the pump was disassembled and there was evidence of moisture induced corrosion on the motor flex connector and on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.